Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" message on their adc freestyle libre sensor. The customer experienced symptoms described as ¿dizziness and disorientation¿ and was not able to self-treat. The customer further reported that his wife obtained a reading of 55 mg/dl from an unspecified device and treated the customer with a chocolate milkshake and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. The sensor plug was removed and the plug assembly was inspected, observed the sensor neck to be cracked. Sensor was reprogrammed and sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed. All results were within specification.

Event description:
A customer reported receiving a "replace sensor" message on their adc freestyle libre sensor. The customer experienced symptoms described as ¿dizziness and disorientation¿ and was not able to self-treat. The customer further reported that his wife obtained a reading of 55 mg/dl from an unspecified device and treated the customer with a chocolate milkshake and no further information was provided. There was no report of death or permanent injury associated with this event.